Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device cracked. An angiojet® solent¿ omni was selected for a thrombectomy procedure. It was noted that the device was cracked. There were no patient complications reported.